Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection

Event description:
USA. Allegedly, a patient develop gingiva infection on the left breast with fever, chills and drainage. Explant surgery was required